Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a "wire or fiber¿ on the tip of the catheter. The physician noticed that there was a potential clot in the cardiac chamber. The caller stated that when the physician removed the sheath there was a "wire or fiber" on the end of the sheath. The physician pulled the "wire or fiber" out of the tip of the sheath. The vizigo sheath was exchanged, and the procedure was continued. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device was performed following j&j procedures. According to the picture and video provided by the customer there was a "wire or fiber" on the end of the sheath; however, during the analysis in the lab a visual inspection revealed no anomalies or physical damage on the device, no component exposed were identified. The lack of evidence, could be related to the customer, since it was reported that the physician pulled the "wire or fiber" out of the tip of the sheath. Afterward, the dilator was introduced and unusual resistance was felt in the distal zone of the sheath. Due to the customers report of a "wire or fiber" on the end of the sheath, the shaft was inspected from the inside and the liner material of the vizigo was found torn off the inner walls of the sheath. After that, the shaft was dissected and scratches on the internal polytetrafluoroethylene (ptfe) liner of the shaft were observed at the area where the resistance was felt. No other unusual condition was observed along the sheath. The foreign body like plastic observed by the customer could be related to polytetrafluoroethylene (pt-fe); however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage observed inside the shaft could be related to the component expose issue reported by the customer; therefore the complaint was confirmed. The potential cause of the issue could be related to the interaction of the catheter with the sheath when both devices were using during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 6-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a "wire or fiber¿ on the tip of the catheter. The physician noticed that there was a potential clot in the cardiac chamber. The caller stated that when the physician removed the sheath there was a "wire or fiber" on the end of the sheath. The physician pulled the "wire or fiber" out of the tip of the sheath. The vizigo sheath was exchanged, and the procedure was continued. Additional information was received indicating there was no char or clot, the catheter wire was pulled from the tip of the catheter. There was resistance with insertion and withdrawal. They physician considered the event to be high risk as they were about to go transeptal. No ablation was done. Heparinized normal saline was used as the irrigation fluid. The foreign material was described as white, stringy and loose with movement.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).